Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. Customer states that the pump has a crack on the battery compartment. The customer's current blood glucose was 600 mg/dl. The customer treated with manual injection. Troubleshooting was performed. The product will not be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.